Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 8th december 2008 and performed to specification up to the 24th july 2011. The device failed multiple self-tests due to a low battery between 31st july 2011 and the 11th august 2011. The device records power ups containing nonsensical data between march 2013 and march 2015. An increase in voltage during this time suggests a further pad-pak was installed. Temperatures are recorded below the recommended minimum operating temperature for this device. The pad-pak was removed and reinstalled on several occasions during this time. The pad-pak was reinstalled in february 2016 with the device passing a self-test. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded however manual power ups under 1 minute duration were recorded. These power ups may suggest the user was power cycling the device or the beginnings of membrane failure. The fault could not be replicated with a new membrane fitted. The power ups recorded containing nonsensical data may be a result of an incorrectly seated pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.